Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high pacing threshold of greater that 5 v; during repositioning the physician accidently cut the insulation. The lead was explanted and replaced.